Event description:
It was reported that the patient experienced tamponade and after it was resolved, the left ventricular (lv) lead had increasing, high impedance. It was also noted that the lead was inactivated due to non-capture. After inactivating the lv lead the patient reportedly experienced pulmonary edema. The patient was participating in the advance iii clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.